Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.